Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that elective replacement indicator (eri) occurred. There were no contributing factors. The ins was interrogated. Replacement of the ins will be planned after approval by the government. Additional information was received reporting that the battery depletion rate was considered abnormal and there was dissatisfaction with the battery longevity. The hcp expected that the battery would last longer than 2 years because the previous ins (different model) was more than 3 years. The patient did not experience any falls or accidents that may have contributed to an issue with the system.

Manufacturer narrative:
H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.